Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant procedure. In a follow up, the surgeon reported the event continues with persistent postoperative astigmatism. He stated it was unk whether the device caused or contributed to the event.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 11/11/2011 and 11/23/2011 by phone, fax, and mail. A completed questionnaire was received on 11/28/2011. (B)(4).